Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field is e1 event site telephone. Updated fields are b4 g3 g6 h2 h6 type of investigation investigation findings investigation conclusion and h11. Event summary and root cause evaluation this complaint record was created retrospectively as part of a review of an emergency support program esp call received regarding an autofill failure alarm on a cs300 system the caller was hugo a cvicu registered nurse hugo reported that the console had generated multiple autofill failure alarms he verified that all system cables and connections were properly connected and secure and confirmed that no blood was present in the helium tubing he also noted that although the alarm occurred several times the iab fill key had not been used prior to the call the esp representative instructed hugo to perform an iab fill and press start after which therapy resumed hugo reported that the patient was febrile tachycardic and mechanically ventilated and these clinical conditions were reviewed as potential contributors to autofill related alarms the nature of the autofill failure alarm and standard troubleshooting steps were explained hugo contacted esp several additional times during follow up discussions replacement of the console was suggested as a precautionary option should alarms persist however as the alarm had not recurred for several hours the clinical team elected not to exchange the console at that time hugo was encouraged to call back if the alarm reoccurred so additional troubleshooting could be performed in real time he expressed appreciation for the guidance and support provided no patient harm reported the autofill failure alarms were most likely attributable to patient related clinical factors combined with delayed execution of standard troubleshooting steps rather than a device or product quality issue the cs300 system functioned as intended and therapy resumed without recurrence following proper intervention no systemic product issue was identifiedcorrected fields are d10 concomitant and e1 event site telephone. Updated fields are b4, g3, g6, h2, h6, and h11. Event summary and root cause evaluation as follows this complaint record was created retrospectively as part of a review of emergency support program esp calls was received regarding an autofill failure alarm on a cs300 console in use with an arrow 50cc intra aortic balloon catheter. The caller was mandalin, an ICU registered nurse. Mandalin reported that the system had been in standby for more than 30 minutes prior to the call. She confirmed that there was no blood present in the helium tubing and no visible kinks in the catheter or tubing. The catheter in use was an arrow iab catheter inserted via the femoral artery. The clinical team attempted to resolve the alarm by pressing the fill key. However, the autofill failure alarm persisted. Due to the extended duration in standby mode, the esp representative advised that if the catheter had been a getinge iab, a restart would generally not be recommended and the catheter should instead be considered for removal and replacement, per standard guidance. Since the catheter was manufactured by teleflex arrow, the nurse was advised to contact the teleflex helpline for catheter specific maintenance and usage recommendations. Mandalin acknowledged this guidance and stated she would notify the physician to determine next steps. The patient was reported to be very stable and scheduled for planned surgery the following morning. During follow up, the nurse caring for the patient reported that the iab catheter was not replaced and that the patient continued to do well without further issues. No harm was reported. The autofill failure alarm was most likely attributable to extended standby duration and catheter related considerations, rather than a product quality or device malfunction issue. The cs300 system performed as designed by preventing restart under conditions where catheter performance could not be assured. No systemic device issue was identified.

Event description:
N/a